Event description:
Information was received indicating that smiths medical medfusion 4000 pump has malfunctioned. The pump displayed a primary audible alarm background and acu watchdog failure at the end of an intermittent infusion. Per the device history, the staff also reported a biomed failure. There were no adverse events reported.

Manufacturer narrative:
Other, other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Device was not returned to manufacturer but repaired in the field by a smiths medical field service technician at the customer facility.. Visual and functional testing were performed. During functional testing, primary audible alarm post was confirmed. Service replaced battery to resolve. Unable to determine the root cause of the reported issue. E4 is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).